Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A review of the device history record product: 03.037.017, lot #: l274050 , manufacturing site:bettlach, release to warehouse date: 30. Jan 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary background: it was reported on (B)(6) 2019, upon cleaning, it was noticed that the wire guide sleeve and blade/screw guide sleeve did not smoothly running into each other for trochanteric femoral nailing advanced (tfna) trocar for helical blade insertion. No patient procedure complication with the event. Concomitant devices reported: unknown tfna trocar for helical blade insertion (part# unknown, lot# unknown, quantity 1) . This complaint involves two (2) devices. Investigation flow: device interaction/functional visual inspection: the protection guide sleeve was received at the us cq. The device had scratches inside of its cannula. A black ring of scratches had formed at the top of its inner bevel. The were two small dents by two (2) of the flutes at the proximal end of the device, and a small dent on the third flute. No other issues could be identified with the returned portions of the device. Functional test: a functional test was performed on the protection guide sleeve and the associated wire guide sleeve. The wire guide experienced excessive friction while inserting the first segment into the proximal end of the protection guide. The segment could be jammed in with force, but the wire guide continued experiencing excessive friction until the distal segment passed the fluted portion of the protection guide¿s cannula. The wire guide could enter and exit the protection guide with relative ease when inserted through the distal end of the protection guide. Document/specification reviewed manufacturing record evaluation: the received device (part # 03.037.017 lot # l274050) was manufactured at the bettlach site on 30 january 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Conclusion: the complaint was confirmed for the protection guide sleeve. The inside of the device had scratches and three (3) small dents. The device was unable to smoothly assemble with the associated wire guide sleeve but could be forced to assemble and disassemble. This was most likely due to the tightness of the devices¿ dimensions (the wire guide sleeve¿s diameter was 11.01mm and the protection guide sleeve¿s cannula diameter was 11.02mm) and the dents having pushed material into the cannula. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. No definitive root cause could be determined, but the device possibly encountered unintended forces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on july 9, 2019, upon cleaning, it was noticed that the wire guide sleeve and blade/screw guide sleeve did not smoothly running into each other for trochanteric femoral nailing advanced (tfna) trocar for helical blade insertion. No patient procedure complication with the event. Concomitant devices reported: unknown tfna trocar for helical blade insertion (part# unknown, lot# unknown, quantity 1). This is report 2 of 2 for (B)(4).